Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 26.0-26.7cm from the connector pin, consistent with lead friction to another device. Externalized conductors due to internal insulation abrasion were noted at 47.5-51.5cm from the connector pin. The etfe coating was intact at these locations. Reliability laboratory technician jude medical crmd reliability laboratory